Event description:
During a hemorrhoidectomy procedure, the staple line was incomplete, and bleeding occurred between 3 and 9 o'clock position. No blood transfusion was necessary. The procedure was completed by hand-suturing.